Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from (B)(6)2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that multiple drawers had failed during the procedure. A field service engineer replaced the hard drive and configured new software to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system a drawer had multiple failures and showed error code oxc0000102 on the screen. The customer reported that there was a 5 minutes delay in patient care to retrieve the eyedrops medication during cataract procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had a failed drawer during eye procedure. A field service engineer replaced hard drive and configured new software to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system a drawer had multiple failures and showed error code oxc0000102 on the screen. The customer reported that there was a 5 minute delay in patient care to retrieve the eyedrops medication during cataract procedure. There were no adverse events or injuries reported based on this event.